Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the g5 mobile cgm application had a frozen screen upon opening the app, but the app continued to provide readings . No additional event or patient information is available.